Event description:
It was reported that the electrocardiogram cable was very noisy, two sets of cables were tried. It was further noted that the pins on the cable were bent. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed noise on the electrocardiogram (ECG) due to a loose ECG connector on the printed circuit board. Analysis was unable to confirm bent pins on the cables as the cables were not returned with the programmer. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.